Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not power on. Customer stated that insulin pump battery died and now insulin pump battery did not power on with battery change. Customer changed the battery but frozen display did not recurred. Display was blank at the time off call. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: battery dies and device wont power back on after replacing with new batteries. Proceed it with the following testing to assure proper functionality of the device. Device downloaded successfully using (thus software) for reference. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Device received with normal operating currents. However, the power management tool indicated abnormal behavior of the unloaded vaa voltage as shown on the power management graph. Therefore, during download history review on (B)(6) 2021 at 15:46:05, 15:46:16, 15:47:39 and at 15:47:50 hours multiple battery out limits alarms occur during this time frames. During visual inspection cracked keypad at select button, missing display window cover and broken belt clip rails. In conclusion, no blank display noted during testing and no objects stuck in the battery tube not allowing battery and battery cap to properly lock in place noted. Device may have had an intermittent failure not detected during our testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.